Manufacturer narrative:
The console was returned for evaluation. The five microtips had been cut from the assembly and the handpiece disposed of in the sharps container by the center staff. Console s/n (B)(4) had previously been requested back on recall z-1516-2013: tx1 tissue removal system console. The device was not returned during the recall or subsequent to the recall and had not received the replacement component. Upon evaluation, it was found that the s1 component on the phaco board of console s/n (B)(4) was burnt. The burnt s1 component indicates that the overvoltage protection was triggered. Once the component heated to temperature and failed, console malfunctions would manifest related to the phaco board. It is suspected that the failed s1 component contributed to the microtip failures as reported by the customer. In addition, severe corrosion was observed on the console's sideplate, specifically the force sensor and cartridge latch assembly. The corrosion indicates fluid leaked on the console sideplate which would have resulted in the "fluid path blocked" failure. Both failures required repair for full evaluation. Testing of the device upon conclusion of the repairs found that the console functioned within all factory specifications. The console caused/contributed to the reported failures.

Event description:
Per the information provided, 2:01 minutes into the procedure the microtip stopped cutting. Troubleshooting techniques, related to the failure, did not resolve the issue and another microtip was opened. The new microtip would not prime and the error message "fluid path blocked" activated on the console. A third microtip was obtained and the system starting priming. Five (5) seconds into the prime cycle the device stopped and the error message "fluid path blocked" activated. The console was turned off and back on, the prime button was pushed, and the error message activated on the console again. Troubleshooting did not remedy the failure. A fourth kit was opened and a force priming was conducted by the distributor squeezing the saline bag while the medical assistance stepped on the console foot pedal until saline ran into a basin and cutting power was heard. The microtip was inserted into the patient and the cutting stopped. A fifth microtip was opened, the same scenario occuring as with the fourth microtip. The doctor informed the distributor that he was happy with the amount of tissue removed during the 2:01 minute cutting time. The procedure was complete. There was no injury or complication to the patient caused by the failure.